Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
The surgeon reported via the sales rep that the implant be sent for investigation and an investigation report provided as to why the implant failed early. The primary procedure was performed on (B)(6) 2002 and a poly exchange was performed on (B)(6) 2010.